Manufacturer narrative:
No additional complaints have been received for this lot code/complaint type. The returned sample was evaluated and root cause could not be determined. All in -process testing met specifications for this lot code at the time of release. Root cause cannot be determined based on current available data. (B)(4).

Event description:
A customer reported that a patient experienced an allergic reaction to a product. The customer is not absolutely sure it was the product that caused the reaction, but he has decided to discontinue the use of the product with the same lot on other patients. There is not additional patient or surgical information available.